Event description:
The customer's friend called to report that the customer was admitted in the emergency room for dka. The contact stated that the customer does not believe the pump has anything to do with the hospitalization. It was stated that the customer was treated with insulin drip. A day later the customer called back and requested assistance with the basal pattern which was cleared in the hosp. It was indicated that the infusion set might be the cause of the event, however, the customer did not have time to troubleshoot further.